Event description:
A 4.0mm diameter by 24mm length s7 stent delivery system was inserted into an unknown coronary artery. The lesion was pre-dilated with an unknown ptca balloon. It was reported that during the procedure, the stent dislodged from the delivery balloon at an unknown site. The stent was successfully snared and removed from the pt. The pt was reported to be fine post procedure. There is no add'l info from the user facility regarding this event.